Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that 10n drawer failed. The field service engineer replaced the slide bumpers on the affected drawer and also replaced bumpers on auxiliary drawers 2, 3.1, and 4.2 to prevent similar issues. After completing the replacements, the customer tested the drawers, and no issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the 10 n drawer failed due to a loose part/wire in the rear arm that was responsible for pushing the drawer outward. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.